Manufacturer narrative:
(B)(4). D10: 00771100620 item name femoral stem 12/14 neck taper plasma sprayed press-fit. Cementless size 6 extended offset lot # 60113519. H6: suggested component code: mechanical (g04) - head. Event initially reported under incorrect MFR # 0001822565-2024-03937. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 17 years and 7 months post implantation due to corrosion at the head/neck junction. There is no additional information available at the time of this report.